Event description:
It was reported that during a hip procedure using a super turbovac 90 icw wand, when the wand was removed from the surgical site the metal plate on the distal tip was missing. An x-ray was performed, however no debris was found to be remaining in the pt. The procedure was completed using a backup device. There were no significant delays or pt complications reported as a result of this event.